Manufacturer narrative:
(B)(4) - inherent risk of procedure (stent graft migration), patient's condition affected effectiveness of device (aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation).

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, five years and three months ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that a CT scan from a proximately two months ago revealed that the bifurcated stent graft had migrated 5 cm due to neck dilation measuring 26 mm in diameter proximally and 40 mm distally. There is no proximal type I endoleak present but the graft has nearly slipped into the aneurysm sac. Another manufacturer's stent graft was placed on the right side and extended into the right common iliac with an iliac limb. A plug was placed on the left followed by a fem-fem bypass. The procedure went well and the patient is doing fine.